Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged that the cuff had a tear and leaked during use. The trach was replaced and the pt recovered with no incident related medical sequelae.